Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call to patient services placed on 4/21/2017 noted that this lead was loose. Physician increased the voltage and will follow-up patient on (B)(6) 2017. No information on physician. This was at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).